Manufacturer narrative:
Testing and investigation found evidence of fluid spillage on the outside and inside of the device. For safety reasons the device was not connected to ac power. Further testing found evidence of smoke around the ac receptacle and burn marks and melting inside the ac receptacle. The probable cause was short circuit caused by fluid spillage. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device ac power cord plug was burnt. No specific event details were provided. There was no reports of any delays in critical therapies or adverse patient events. No additional information was provided.